Event description:
It was reported that the right ventricular (rv) lead was oversensing. Because of the high short interval count, the rv lead sensitivity was decreased and the post sense blanking was extended. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.